Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoraco lobectomy when the two cartridges were used, the tissue was stuck to the cartridge and did not come off. As it was used on the specimen side, no big issue arose. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.

Event description:
According to the reporter, during a thoraco lobectomy, when the two cartridges were used, the tissue was stuck to the cartridge and did not come apart. As it was used on the specimen side, no big issue arose. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.